Manufacturer narrative:
Pi lab confirmed the reactivity of the e antigen, in manual capture, using cells 1, 3, and 6 of retention capture-r ready-ID, lot id270 with retention capture-r ready indicator red cell, lot 221457 and retention anti-e, lot 8a631-1-a (1:128 dilution). Controls performed as expected and all reagent red cells tested, exhibited the expected reactivity. Retention product performed as expected. Pi lab confirmed the reactivity of the e antigen on cells 1, 3, and 6 of returned capture-r ready-ID plate, lot id270 in manual capture using retention capture-r ready indicator red cell, lot 221460 and retention anti-e, lot 8a631-1-a diluted 1:128. Controls performed as expected and all reagent red cells tested exhibited the expected reactivity. Returned product performed as expected. Our investigation did not identify a product deficiency.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative result when testing a patient sample using capture-r ready-ID (crrid) on the galileo echo instrument.